Event description:
It was reported that the patient was admitted to an emergency room (ER) on (B)(6) 2020 or (B)(6) 2020 due to diabetic ketoacidosis (dka) resulting from user error with inpen. The patient did not understand they had to prime inpen before using. It was reported that the user did not prime the inpen prior to injecting, which is contrary to the instructions for use of the device. The event occurred at the patient's school and the patient's mother brought the patient to the ER. The patient has recovered from the event. No other information is available. Inpen instructions for use state: "if you do not prime, you may get too much or too little insulin. Priming helps to ensure that the inpen and needle are working properly. Once the inpen is properly primed, insulin will flow from the needle. You may need to prime several times before you see insulin." The alleged cause is inconsistent with the risks of insulin therapy.